Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. Since the user of the device is not the person that passed away, and the death is not related to the device this complaint to be filed as not reportable.

Event description:
This complaint has been reviewed and it has been determined that the customer has alleged patient passed away. Reportable since device issue/event has or may have caused or contributed to a death.